Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, dry, flaky, and burning skin irritation under the lifevest equipment. Patient reports history of eczema. The patient¿s physician prescribed atarax and hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.